Manufacturer narrative:
Visual verification revealed that the poly screws broke at the transition zone between the screw polyaxial ball and screw shank. Devices were then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the polyaxial screws. Results show that both of the screws¿ fractured surfaces exhibited smooth and grainy/rough regions, indicative of fatigue failures. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage (rough region) took place presumably when the remaining region did not have strength to bear the load. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the acc expedium ss si polyaxial screws 7x50mm found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the acc expedium ss si polyaxial screws 7x50mm was conducted on the product family from this complaint because of a similar top loading geometric design and functionality of the tulip head. In this complaint there was harm to the patient in the form of a revision surgery. Review of complaints found no significant trends. The root cause of the polyaxial screw becoming fractured cannot positively be determined. However, the fracture analysis results noted that both of the screws¿ fractured surfaces exhibited smooth and grainy/rough regions, indicative of fatigue failures. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that two screws at the l4 and l5 of the patient's left side were initially implanted in (B)(6) 2013 during a bilateral t10-s1 pedicle screw placement procedure. On (B)(6), 2013, it was discovered that the two screws had broken post-operatively between the polyaxial head and thread during a revision surgery resulting in a 5 hour delay to completion.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation. The incident in this report is associated with the device reported in MFR report # 1526439-2014-11234.